Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer was unable to interrogate the implanted device. A manual interrogation was unable to remedy the issue. A new radio-frequency (rf) head will be ordered. The status of the programmer is unknown. No patient complications have beenreported as a result of this event.